Event description:
Complainant alleged that during incoming inspection, the device would not discharge when using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.